Manufacturer narrative:
Device has been discarded.

Event description:
It was reported that the tip of an es2 k-wire snapped off during screw insertion. The broken piece was removed and surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no similar complaints were identified. The device stg was reviewed and the following was identified: k-wire management as the awl or tap advances into the pedicle, the proximal end will move relative to the markings on the k-wire. If this does not occur during insertion, the procedure should be stopped and imaging should be used to verify the position of the k-wire in relation to the awl or tap. Note: the k-wire has 10mm increment markings to be used for reference to determine the depth of the instruments in the pedicle. Note: cantilevering the awl and taps while in the pedicle may damage the k-wire. Due to no product return or imaging of failure mode a root cause could not be determined conclusively. Cantilevering awl and taps can damage the k-wire and subsequently effect screw insertion.

Event description:
It was reported that the tip of an es2 k-wire snapped off during screw insertion. The broken piece was removed and surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported.